Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The describe error was analyzed in the maquet (B)(4) laboratory. The unit was cleaned and disinfected prior to testing. Gas transfer and blood side pressure drop testing was performed on the returned complaint sample. The testing identified gas transfer performance issue. The testing was repeated for exclusion of influences caused by cleaning or test procedure. The repeated test results confirmed gas transfer performance issue. A root cause could not be identified. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) identified that be-015703112, hls set (lot number 70079046) did not have adequate oxygenation. (B)(4).